Event description:
During initial implant surgery, it was reported that the surgeon had mistakenly backed up the set screw too much which resulted in the screw falling out of the septum plug. As a result a new generator was opened and implanted. The surgeon had taken responsibility of the event. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.